Event description:
It was reported that during hospitalization, high capture threshold was observed. The lead will be explanted. The patient is still in hospital and is recovering.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that lead was capped on (B)(6)2017 and ICD was turned-off. ICD remained implanted and inactive. Lvad and rvad were implanted. Patient was fine post-procedure. Later, patient also had vt ablation. It was mentioned that the patient has many medical conditions which are unrelated to the device.